Manufacturer narrative:
The endoscope referenced in this report was returned to olympus for eval. The eval found the endoscope with multiple non-olympus parts, such as insertion tube, bending section sheath, distal end glue and distal end plastic c-cover. Upon visual inspection it was noted that the bending section sheath and skeleton ring were broken off at the insertion tube connection section which exposed the metal mesh of the insertion tube and the internal components.

Event description:
Olympus was informed that in the middle of a diagnostic colonoscopy procedure, it was observed that the mucosa of the pt's sigmoid colon had been excoriated and moderately bleeding, however, no obvious perforation was noted. Upon withdrawal of the endoscope, a sharp edge of the endoscope was observed and the bending section of the endoscope had separated from the shaft. The physician stated this was the cause of the pt's injury. The pt was treated with an antibiotic infusion and a few hours later discharged home. The intended procedure was not completed. Per the physician, the injury did not cause the pt any obvious symptoms. The physician followed-up with the pt via telephone, and the pt is reportedly doing fine.